Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information received from the field representative indicates that the pacemaker was explanted and was reused as an external temporary pacing device and an off label use was intentional and connected to temporary right ventricular (rv) lead. No additional adverse patient effects were reported. The device remains in service.